Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the device was not returned for evaluation. The investigation is inconclusive for the reported swelling issue. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The powerport implantable port patient guide states that, "after each treatment, and occasionally between treatments if your port is not used often, the port and catheter are flushed with a special solution. If your doctor has asked you to help with these procedures, you will receive special training and information to help you accomplish this. H10: d4 (expiry date: 01/2020), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement, the device allegedly had fluid leak. The patient reportedly experienced swelling around the port area and also reported tremors and muscle tightness after flushing the port. The current patient status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. D4 (expiry date: 01/2020) the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, the device allegedly had fluid leak. The patient reportedly experienced swelling around the port area and also reported tremors and muscle tightness after flushing the port. The current patient status was unknown.